Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00224.

Event description:
It was reported two drivers fractured during a distraction osteogenesis of mandible and ear reconstruction procedure. The drivers fractured when in-situ turning was done. It was stated "it seems like the surgeon might have bent the moving distraction plate a bit and affected the integrity of the hole in which the drive screw entered, so the drive screw was slightly slanted and not fully locked, hence the breakage because excessive force might have been applied to turn the drive screw that was stuck." In addition, it was stated there might be a slight soft tissue interference on the drive screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. No product was returned and no functional testing or inspections could be performed. The distributor provided a picture. Review of the picture provided shows that both drivers are fractured at the torque limiting portion of the drivers' drive shafts. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the driver experienced excessive force beyond what they are designed to encounter. These drivers are torque limiting devices, design to break if they experience force that might damage the mating implant or patient. These devices fractured at the torque limiting portion of the drivers' drive shafts and therefore functioned as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00224-1.